Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a programmed a blood transfusion used with jc7751 blood set. The 296 ml total volume was programmed volume started 60 ml/ hour for 15 minutes then increased at 200ml. Hour. The pump alarm once programmed volume completed. Large amount of residual noticed in blood bag. Pump reprogrammed to administer residual. Total administration time exceeded 4hours, remaining blood had to be thrown out. The event happened during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.